Event description:
It was reported that the stent graft could not be deployed in the subclavian vein. The device was removed without issue. No further treatment was provided. The patient had to be rescheduled for the procedure. No patient injury was reported.

Manufacturer narrative:
The lot number of the subject device has not been provided yet; therefore, a device history record review could not be performed. The investigation is currently underway.